Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had a systemic allergic reaction called contact dermatitis. The site was swollen and red on their thigh. The patient went to their dermatologist and allergist to control the issue, but gave no details to what was done. Nothing further to report.